Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2015. The investigation included: the coating is damaged next to the pads and we cannot determine with certainty if the material is identical to manufacturing specifications. The black plastic ring on distal end of the tube is missing: there is a foreign black plastic component in both ends of the tube that is different from manufacturing specifications. No microfrance etching could be found. However it was noted that a third party etching: "pe¿ 0/2013" has been added. The electrode tube also presents a crack and a blister. Lot and manufacturing date are unknown. DHR review; lot unknown, DHR impossible. Complaints history; lot unknown, trend analysis impossible. Conclusion: the instrument has been repaired / modified outside of microfrance by an external contractor no qualified by microfrance. This modification could have weakened the instrument and led to the reported event.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a laparoscopic surgery, the sheath of bipolar forceps of the laparoscopic box melted during the use on be force triad using mode bipolar normal 20. After the event, the surgeon stop the use of the device, using clip hemolock for hemostasis. Then proceeding to the removal of the maximum part of the melt plastic which fell into the patient. Additional information has been requested. Additional information received on nov/25/2015: during a laparoscopic adnexectomy to a (B)(6) female patient, the person in charge of instruments checked the instruments and observed that the extremity of the sheath of bipolar forceps was damaged. Melted plastic parts were observed at the patient's iliac/pelvic area. No patient injury was reported. There was an increase of surgery time of 45 minutes, time to make the decision to replace the device, time to check availability and traceability of the event.